Manufacturer narrative:
There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, tamponade, wire and catheter manipulation and burst pacing. During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site. These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. In this case, the exact cause of the non-functioning leaflet cannot be determined. Per report, the sapien valve was deployed as recommended. It is possible that patient factors (slow recovery of adequate ventricular flow post valve deployment and rapid pacing) contributed to the non-functioning leaflet, which appears to have led to myocardial ischemia and the arrhythmias described. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure, post sapien valve deployment, the tee showed moderate to severe aortic insufficiency [ai], requiring deployment of a second valve. During the course of the procedure the patient was hemodynamically unstable requiring vasopressor support, CPR and cardiopulmonary bypass (cpb). Additional information indicates the patient was successfully discharged from the tavr procedure. Per report, the lv apex was exposed in the usual and sterile fashion for a transapical procedure. The 26fr asc3 sheath went into the apex without difficulty. A 26mm sapien valve was placed 50:50 within the native aortic annulus without difficulty and deployed. Post deployment tee revealed moderate to severe ai, appearing to result from one leaflet being stuck open. The amplatz extra stiff wire was manipulated multiple times in the event the wire was pinning the leaflet, which appeared not to be the case/cause of the moderate to severe ai. Next, the pigtail catheter was manipulated and crossed through the sapien valve 4 or 5 times to attempt to free up the stuck leaflet, but was unsuccessful, as the patient still had severe ai. The patient became hemodynamically unstable; vasopressors were given and CPR was started. After approximately 4 to 5 minutes of pressor support and CPR, the patient failed to improve. It was decided that a second valve would need to be implanted as soon as possible. CPR and pressor support continued, and the patient received two 200j shocks for ventricular fibrillation, converting the patient to a paced rhythm. A second 26mm sapien valve was prepped and deployed 40:60 aortic. Post deployment tee revealed and excellent result with zero ai and zero paravalvular leak. CPR was continued and the 26fr sheath was removed from the apex without complication and the site was closed in the usual and sterile fashion. The patient was then put on cpb support via transfemoral access. Tee revealed that the lv had taken a big insult and was in ventricular standstill. Cpb and pressor support continued for approximately 35 minutes. Another tee revealed that the left ventricle had recovered to an approximate ejection fraction of 50%, and the patient was now stable with cpb support. The patient was then weaned off of cpb over a 5 minute period and remained stable with pressor support. The right femoral canulae were removed and the arterial and venous site was surgically closed in the usual and sterile fashion. The patient remained stable on some pressor support and was transferred to ICU for eventual extubation. As reported, pre procedure inspection of the first valve was thorough; the intricate stitching on the valve was being shown to the cardiology fellows and absolutely no defect or abnormality was observed. Additional information: the native valve/leaflet calcification was described as moderate; aortic root calcification was severe; mitral annular calcification was mild. Coaxial alignment of the delivery system and the valve was described as good. The image intensifier angle was appropriate. There was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was 60 percent.